Manufacturer narrative:
(B)(6). Results: eight samples were returned for evaluation. A visual inspection revealed that they were loose and without packaging. A simulated use test was performed by activating all eight safety shields in accordance to the IFU an no issues were observed. The safety mechanisms activated without difficulty, all eight of the samples had caps on them, and no caps were missing. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5348523. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported that an employee at (B)(6) used a 1 ml bd¿ allergy syringe with permanently attached bd safetyglide¿ safety needle 27 g x 1/2 in. To inject a patient. After completing the injection, the safety mechanism failed to function properly and she suffered a contaminated needle stick injury. Both the employee and the source patient received post exposure lab work.